Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a thv sales manager that a patient underwent transfemoral tavr. As reported, the balloon ruptured during deployment of the 23 mm sapien 3 ultra valve. The valve was able to be fully deployed and implanted in the intended position. +2cc of extra volume added to the balloon prior to the inflation. Upon attempting to retract the ruptured balloon into the expandable portion of the esheath. The sheath seam split and bent. The balloon tip was unable to be brought into the esheath fully and when attempting to remove everything as a unit, the balloon tip caught on the perclose and a surgical cutdown was needed to safely remove the system from the groin. The team safely removed the unit and the vessel was closed without any major bleeding. The patient left the room in stable condition. 1 unit of blood was called for but the field clinical specialist is unsure if the patient received it. The patient's final outcome was stable and discharged the next day. The perceived root cause of the balloon burst was focal annular/left ventricular outflow tract (lvot) calcium. The perceived root cause of the withdraw difficulty was that the balloon/catheter tip would not enter the esheath, causing it to buckle and delaminate.

Manufacturer narrative:
The device was returned f or evaluation and an engineering evaluation was performed. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint of sheath liner delamination' was confirmed based on evaluation of the returned device/provided imagery. A vailable information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that ''the balloon ruptured during deployment of the 23mm sapien 3 ultra valve [...] Upon attempting to retract the ruptured balloon in to the expandable portion of the esheath. The sheath seam split and bent''. Additionally, evaluation of the returned delivery system revealed a burst inflation balloon. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The complaints of sheath kinked/bent, sheath liner strand, and sheath liner torn were confirm ed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''the balloon ruptured during deployment of the 23mm sapien 3 ultra valve [...] Upon attempting to retract the ruptured balloon in to the expandable portion of the esheath. The sheath seam split and bent. The balloon tip was unable to be brought into the esheath fully''. Evaluation of the returned device revealed a liner strand and liner tear at the distal edge of the sheath liner. Multiple kinks were also observed along the sheath shaft. It is likely that the sheath tip/shaft sustained damage during system removal. Retrieving a system with an altered balloon profile could cause it to catch on the tip, leading to increased withdrawal forces. High pull force was likely applied to overcome the withdrawal difficulty, leading to the sheath liner tear, strand, and shaft kinks. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, high pull force) may have contributed to the complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional failure modes found during pre-decontamination evaluation of the returned device. Per pre-decontamination findings, the esheath liner was fully delaminated approx. 0.5'' from the distal tip. The c marker band was present. The liner was torn approx. 0.5'' form the distal tip. A liner strand was observed at the distal edge of the liner for approx. 3/8'' in length of the strand.